Event description:
It was reported a peritoneal dialysis (pd) patient's contact discovered a fluid leak from their cassette during the start of treatment. The patient contact stated the cassette lines burst and leaked fluid everywhere. The patient reported receiving an unknown blockage alarm following the fluid leak event. The patient contact stated they were able to re-setup supplies. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient was able to resume use of the cycler with no further issues and there were no adverse events reported and no medical intervention. The pdrn was unable to clarify if any implicated samples were available to be returned for investigation. There is no additional information available despite multiple due diligence attempts.

Manufacturer narrative:
Additional information: a2, a3, a4, b5; g2.

Manufacturer narrative:
Plant investigation: the complaint sample was not returned to date to the manufacturer for physical evaluation. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a peritoneal dialysis (pd) patient's contact discovered a fluid leak from their cassette during the start of treatment. The patient contact stated the cassette lines burst and leaked fluid everywhere. The patient reported receiving an unknown blockage alarm following the fluid leak event. The patient contact stated they were able to re-setup supplies. There is no additional information available despite multiple due diligence attempts.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a peritoneal dialysis (pd) patient's contact discovered a fluid leak from their cassette during the start of treatment. The patient contact stated the cassette lines burst and leaked fluid everywhere. The patient reported receiving an unknown blockage alarm following the fluid leak event. The patient contact stated they were able to re-setup supplies. There is no additional information available despite multiple due diligence attempts.